Event description:
This lead was programmed off in (B)(6) 2008, the exact date is unknown, due to exit block. This lead was capped on (B)(6) 2012 during a normal device change out. This lead was explanted on (B)(6) 2013. Should additional information become available, this file will be updated.

Manufacturer narrative:
The analysis of the setrox s 45 lead demonstrated multiple signs of abrasion. In the proximal part of the lead, the insulation was found rubbed through. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. An interaction between the lead and the ICD housing should be taken into consideration. The lead's distal part was found partly pulled out from the ring electrode and cuttings in the insulation were found at the lead body which resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.